Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had rear-tip extenders (rte) of differing sizes implanted due to the presence of pre-existing scar tissue in the left corpora cavernosa. Approximately one year after implant, the patient noticed the that the cylinders did not line up correctly to their penile anatomy, which led to a revision surgery. During the procedure, the left corpora cavernosa was re-dilated and the left rte was subsequently upsized. No other component was replaced. There were no patient complications reported.

Manufacturer narrative:
This complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implants of these device as indicated in the instructions for use (IFU) and ipp hazard analysis includes improper cylinder placement as a hazard. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Due to the lack of product return, the clinical observations of device malposition and scar tissues (cicatrix) could not be confirmed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had rear-tip extenders (rte) of differing sizes implanted due to the presence of pre-existing scar tissue in the left corpora cavernosa. Approximately one year after implant, the patient noticed the that the cylinders did not line up correctly to their penile anatomy, which led to a revision surgery. During the procedure, the left corpora cavernosa was re-dilated and the left rte was subsequently upsized. No other component was replaced. There were no patient complications reported.